Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 361 mg/dl. Customer also stated that insulin pump had unexpected restart. A cold reset was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no blank display and unexpected restart alarm noted. Insulin pump received with broken battery tube thread, broken reservoir tube lip, cracked reservoir tube and cracked reservoir tube window noted.